Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported after receiving a system message indicating to verify the cassette, the aspiration line was believed to be obstructed. The system was switched out and the procedure was completed. Additional info has been requested. There was no pt injury reported.